Event description:
It was reported by pt counsel that the pt was implanted with ambulatory pump in 2006, in the pt's right shoulder. Post-op, the pt experienced loss of shoulder articular cartilage and subsequent shoulder replacement.

Manufacturer narrative:
Device was not returned to the manufacturer.